Event description:
The pump was returned to the manufacturer with no information regarding patient symptoms or reason for removal. The hcp later reported that the patient experienced hypertonia na cardiovascular problems, specifically tachycardia. The event was attributed to the catheter. On (B) (6) 2009 the intrathecal catheter was replaced. No additional information was reported. The patient outcome was no injury.

Manufacturer narrative:
(B) (4). Corrosion caused the anomalies seen in the gear trains and caused the motor stall. Final device analysis of the pump revealed motor gear corrosion. The catheter was not returned for analysis.